Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es results (patient 1= 0.097 ng/ml vs. An expected result = 0.026 ng/ml; patient 2= 0.068 ng/ml vs. An expected result = 0.013 ng/ml) from two patient samples run on the vitros eciq immunodiagnostic analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected results were not reported from the laboratory. It is assumed that the customer retests all trop I es samples. The repeat result was believed to be the expected result. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from two patient samples run on the vitros eciq immunodiagnostic system. There was no indication that an instrument related issue or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation was unable to determine a definitive root cause. However, a pre-analytical sample processing cannot be ruled out as a potential contributing factor. The root cause of this event is unknown.